Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, mesh removal date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The reported healthcare facility is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that pinnacle posterior pelvic floor repair kit device was implanted into the patient during a procedure performed on (B)(6) 2010. After the procedure, the patient experienced an unspecified injury and had a mesh removal surgery on (B)(6) 2020.